Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and found a broken plunger clamp in the reported problem area of the pipette assembly. Replaced the plunger clamp in position #1, and verified repair by running "splld" tests and a dummy plate. The instrument was tested without further problem, and was returned to expected operation.